Event description:
It was reported that while preparing to implant an impella pump the purge cassette could not be primed. The purge cassette was replaced to continue with the pump implantation. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d9 was updated based on additional information.